Event description:
It was reported that high capture threshold leading to loss of capture was observed on the lead implanted on the his bundle. The lead was explanted and replaced by a right ventricular (rv) lead to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.